Manufacturer narrative:
Model number/catalog number: 72404310. Serial number: n/a batch/lot number: 1000554441. Model/catalog description: pump ms. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72018201. Serial number: n/a batch/lot number: 1000377326 model/catalog description: reservoir flat 100 ml. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a damage in the body of pennis, as the device was ruptured. As a result, the device was explanted and replaced. No further patient complication was reported.